Event description:
It was reported that this right atrial (ra) lead exhibited oversensing of noise. Device data was sent to rhythmcare for review. Data review determined all impedance and threshold measurements were within an acceptable range. The observed noise was not suspected to be physiological. Rhythmcare then provided further troubleshooting options to further evaluate the lead integrity. This lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
Additional information is being requested from a local representative to obtain the model and serial number of the leads. This report will be updated once this information is obtained.